Event description:
It was reported that (1) device was used during a gall bladder procedure. It was reported by the affiliate that the er320 clips would not close. Another instrument was used to complete the case. There was no consequence to the pt.